Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown tibia. Additionally, an unknown insert was reported. Based on the minimal information available, it cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving an unknown tibia was reported. The event was not confirmed. Medical records received and evaluation: the provided medical information and x-rays was submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event could not be confirmed. Need op reports, medical history and medical records. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that there was a left knee revision for pain. There was a tibia and insert removed. The sales rep was unaware of additional reason for removal.

Event description:
It was reported that there was a left knee revision for pain. There was a tibia and insert removed. The sales rep was unaware of additional reason for removal.